Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients and orders were not crossing over across several pyxis machines, indicating patient and order interface issues; however, checks with the networking and interface teams confirmed no issues on their end. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple patients and orders were not crossing over across several pyxis machines. A technical support specialist (tss) investigated the es server and identified high central processing unit (cpu) and memory utilization causing intermittent service disruptions and automatic restarts. The server uptime was noted to be 65 days, and a reboot was recommended to stabilize performance. After the reboot issue was resolved. The system functioned as intended.